Manufacturer narrative:
Concomitant medical products: 407645 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was hospitalized for an unrelated issue the right ventricular (rv) lead triggered a lead integrity alert (lia). The lead fractured, had high impedance and was oversensing with noted high sensing integrity counters (sic). The lead was capped and replaced. No patient complications have been reported as a result of this event.